Event description:
During a follow-up in clinic, episodes of undersensing and a loss of capture were noted on the right atrial (ra) lead. X-ray imaging was performed and confirmed dislodgement of the ra lead. The ra lead was explanted and the system was downgraded from a dual chamber to a single chamber. The patient was stable.